Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus in a unknown procedure performed on (B)(6) 2025. During the procedure, the band ligator string broke in half while inside the patient's esophagus, preventing successful band deployment. For the patient's safety, the device was carefully removed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.